Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented during a generator change procedure, lead noise which occasionally but rarely inhibited of the right ventricular output was observed on the right ventricular lead. The physician decided not to replace the lead and programming changes were made. The patient tolerated the procedure well without issue.